Manufacturer narrative:
Review of manufacturing records has not highlight any pre-existing anomaly or non-conformity relevant to the issue. The manufacturer will submit final report as soon as the investigation is completed.

Event description:
Revision surgery occurred on (B)(6) 2026, due to glenoid dislocation. During the revision the whole implant, consisting both of lima custom made glenoid components and djo components, has been explanted. Specifically, pre-existing following custom-made glenoid components has been explanted: cmd 25-1435 glenoid psi set 3 (pn 9701.66.246, lot. 2529206, ster. 2500195); cmd 25-1435 glenoid implant (pn 9618.14.1sn, lot. 2531638, ster. 2500199); cmd 25-1435 glenoid anatomy (pn 9705.an.24f, lot. 2529207, ster. 2500195); cortic.bone screw d.5 l.22 mm (pn 8432.15.022, lot. 2113040, ster. 2100238); cortic.bone screw d.5 l.24 mm (pn 8432.15.024, lot. 2505206, ster. 2500072); cortic.bone screw d.5 l.34 mm (pn 8432.15.034, lot. 2430935, ster. 2400249), and replaced with djo components only, including also 108 mm humeral stem, +4 mm liner and monoblock baseplate. Surgery has been completed as intended. Patient is female, date of birth (B)(6)1956. Event occurred in the united states.